Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the glenosphere handle and bolt appeared to be stripped along with the screwdriver.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. Added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the glenosphere handle and bolt appeared to be stripped along with the screwdriver." The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the baseplate inserter rod was stripped from the distal tip. The observed condition of the device was consistent exposure to unintended forces, such as overtightening the device while assemblance. As per inhance¿ shoulder system reverse surgical technique with kickstand¿ augment surgical technique addendum page 40, section place definitive glenosphere: to place the definitive glenosphere, assemble the glenosphere inserter tip to the baseplate inserter rod. Next, thread the inserter tip into the selected glenosphere until it is snug. Care should be taken not to overtighten. Navigate the glenosphere taper into the baseplate and impact the baseplate inserter rod to seat the glenosphere. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: h4. Corrected: h3.